Manufacturer narrative:
Internal report # (B)(4). Investigation completed and product evaluated with no defect found on returned test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison and all of results obtained. The customer's expected fasting blood glucose test result range is 89 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 207 and 203mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 08/18/2017 and open vial date is approximately three weeks ago. Reviewed meter memory: 142mg/dl, (B)(6) 2016 07:20 am, fasting: yes; 175mg/dl, (B)(6) 2016 02:41 am, fasting: yes; 356mg/dl, (B)(6) 2016 07:33 pm, fasting: no; 286mg/dl, (B)(6) 2016 07:22 pm, fasting: no; 135mg/dl, (B)(6) 2016 04:27 pm, fasting: no. Customer states that test 5 times a day and takes insulin during the day and the test results varies significantly.